Event description:
The facility representative reported to baxter a pump that would "auto stop after a few hours without notice". It is unk when this event occurred. There was no report of pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.